Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. Additionally, there is no allegation of a device malfunction, deficiency or defect reported for this event.

Event description:
A registered nurse contacted fresenius technical services for assistance with bypassing drain zero. The patient was being admitted to the hospital. The cause of hospitalization was unknown. Technical support assisted the nurse to bypass drain zero and the patient was then able to fill at a normal rate and continued treatment successfully. Additional information was requested, however it was not available.